Manufacturer narrative:
No unexpected shutting off of the device during testing. No unexpected failed battery test alarms and off now power alarms during testing. The device passed displacement test and off no power test. The operating currents were in specification. The device had broken battery tube threads noted, bleeding lcd glass, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a failed battery test. The blood glucose reading is 327 mg/dl. Nothing further reported.